Event description:
On (B)(6) 2011, pelvic floor repair hysterectomy cystocele, rectocele, tvt lift. Since surgery chronic rectal floor, pelvic floor spasms even when sedated for colonoscopy. Abdominal swelling pain. Chronic uti infections back pain, pain during sex, nausea, chronic vaginal bacterial infections, difficulty walking/sitting/sleeping. Colonoscopy (B)(6) 2011 unremarkable except spasms, nerve damage, last rectal muscle not working due to spasm so inability to have bowel movement. Now daily milk of mag 3-6 tablespoon. Dulcolax prn - botox in back - rectum every 2 weeks. Missing work frequently, extensive medical bills, searching for extraction surgeon (none in (B)(6)) with experience. Occupational therapy 1-3 visits per week sacral cranial for pain. Antibiotics daily. Milk of mag daily, botox every 12 weeks vitamin c 1000mg daily, azo 4 tablespoons daily, align daily vaginal hormone cream weekly, drink ensure daily to maintain weight. Care received at (B)(6). Surgeon (B)(6). Primary care - (B)(6). X-rays (B)(6). Colonoscopy/botox (B)(6), current treatment (B)(6). Never had uti's, ran 4 days a week, cycled 120 miles, gym 4 days a week, now no exercise.

Event description:
Add'l info rec'd from rptr 3/15/2014: I made an initial complaint in 2011 for the tvt gynecare mesh johnson and johnson. I am following up because I had vaginal erosion of urethra and the device was eroding and attached to my bladder. I had removal done 2012 at (B)(6). I did well for 8 months and returned for pelvic pain. In (B)(6) 2013, I returned and had my urethral reconstructed and 2 bladder hernia's repaired. I have chronic back and abdominal pain. My legs are getting weaker, making it difficult to walk and stand for periods of time. My life changes are severe. I am unable to have sex. I miss work all the time. This implant has ruined my life. I can't believe that the FDA is allowing this to continue to other women. Please protect those that are not harmed yet. You can change this. Please don't allow other women to be implanted. I known you hear from us but do you listen? I am broke, I am injured, I can't pick up my new grandchild. I can't exercise. Why would you take the chance of other women being implanted with these devices when so many of us have lost our lives. Help the other. Please protect the other women as you are advocates for our safety.